Event description:
It was reported that the device failed to power on. There was no patient use associated with the reported failure. After replacing the battery, the device powered on without the user pressing the "on" button.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be due to a short between the on/off button switch and soft key two on the keypad / switch assembly. This caused the device to power on by itself. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.